Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, there is no image on the telepack. There is an air leak. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Device evaluation: a visual and functional test was carried out on the endoscope. The housing, handle and shaft show slight signs of wear. The contacts on the power connector are worn. The image, the light and the function buttons are not working. A leak, which was also reported by the customer, could not be detected. The error described by the customer "no image" could be confirmed. The reason for the missing image is the damages (many incomplete connections at the base) to the gold fingers (card edges) on the ccu cable connector. This is due to maintenance and care. For this reason, a user error is to be concluded which led to the missing image. The event is filed under internal karl storz complaint ID: (B)(4).